Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with another cochlear device (specific date not reported).

Event description:
Per the clinic, the patient started experiencing loss of sound, performance decrement from (B)(6) 2025 and open circuit were noted in all electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.